Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable troponin t hs stat results for one patient sample. The initial result from an aliquot processed by the modular preanalytic analyzer (mpa) was 35.48 ng/l. The repeat results from the primary sample tube were 93.09 ng/l and 35.5 ng/l. It was unknown if any erroneous result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 13868400. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible general causes include insufficient electromagnetic interference (emi) lab compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.